Event description:
Customer complaint alleges the device would not power on prior to use on a patient. No patient harm or impact was reported. Customer reports a blown fuse was found and replaced yet the device will still not turn on.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Eight devices were taken from the current production at the manufacturing facility and the units were functionally tested. No issues were found with the eight devices. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device would not power on prior to use on a patient. No patient harm or impact was reported. Customer reports a blown fuse was found and replaced yet the device will still not turn on.